Event description:
The distributor reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. A second heartstring seal was used to complete procedure. No patient complications were reported by the distributor.